Event description:
Dexcom adhesive reaction (redness, itchiness, pustules) through a commercial barrier film and multiple barrier wipes. Not the first time, won't be the last probably. Adhesive reactions to dexcom g6 adhesive began (B)(6) 2020 and have persisted. This occurred because I tried a different barrier film and did not trim off most of the adhesive (usually use a hydrocolloid barrier and cut off the dexcom adhesive around the transmitter clip). FDA safety report ID# (B)(4).